Event description:
It was reported that the user experienced two low glucose events described as 60 mg/dl, while the device reports reflected lows of 70 mg/dl, each lasting less than 30 minutes and treated with glucose tablets; the user requested and was guided through adjusting nighttime glucose targets after confirming healthcare provider approval, and education on avoiding overnight lows was provided. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint handling review and user education on settings and use. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, with device data differing from user-reported capillary values and the pump functioning with automated adjustments intended to reduce hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.